Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited insertion part --- distal end --- air water channel --- foreign material", "control unit --- air/water cylinder (tube) --- forgein body". The issue found during the service. There was no patient involvement.